Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 22306 were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed two applications were performed using a catheter identified as afapro28 balloon catheter with lot number 22306. Patient file #2 showed two applications were performed using a catheter identified as afapro28 balloon catheter with lot number 22267. The patient files didn't show any system notice on the reported date of the event. The reported balloon catheter/mapping catheter compatibility issue could not be assessed through data analysis. The issue is not recorded to the bin files. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). The mapping catheter was inserted into balloon catheter and retracted several times without any issue. No anomalies were identified on the bonding of the luer and guidewire lumen (gwl) and no blockage was observed along the path. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.72 inches proximal to the catheter tip. In conclusion, the reported system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) was confirmed through data analysis. The reported balloon catheter/mapping catheter compatibility issue was not observed or reproduced with the returned balloon catheter. The balloon catheter failed return inspection due to a pin size hole on the surface of the inner balloon, a kink/twist on the guide wire lumen and a breach on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, the mapping catheter could not be moved through the lumen after two applications. A system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The catheter and cables were replaced, but the system notice persisted. It was unsure if it was due to not carefully switching the cables and releasing the vacuum or not. Another replacement of the catheter resolved the problem, allowing the procedure to be completed successfully. There were no symptoms, complications, or injuries reported.

Manufacturer narrative:
Corrected d10 concomitant prod medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.